Manufacturer narrative:
The ticket documents significant troubleshooting and maintenance performed by both the abbott field service engineer (fse) and the customer. The fse reviewed the instrument log and identified 3 extremely dirty cuvettes. The fse replaced the dirty cuvettes, ran calibrations and precision checks, which were acceptable with no further issues. Return testing was not completed as returns were not available. A review of the architect, c16000, serial number (B)(4), service history did not identify any additional issues after the troubleshooting performed. A review of complaints for the cuvette pair, (list number 09d33-03) did not identify any additional complaints or trends for this issue. A review of complaints for the architect clin chem systems did not identify any trends associated with the complaint issue. The architect system operations manual, the c16000 system service and support manual, and the ict sample diluent package insert provide adequate information regarding handling samples, patient result flagging, maintenance, component replacement, operational precautions, limitations of result interpretation, and troubleshooting for the reported issue. Based on the investigation no product deficiency was identified for either the architect c16000, sn (B)(4), or the aero cuv pr dry, list number 09d33-03.

Manufacturer narrative:
Complete information for patient information, patient identifier - multiple: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated potassium(k), and chloride(cl) results on three patients on the architect analyzer. The results provided were: (B)(6) cl = 137 / 96(normal range 98-108); (B)(6) k = 10 / different analyzer = 3.6(normal range 3-5.0); cl = 136 / 108; (B)(6) k = 10 / different analyzer = 5.5; cl = 126 / 100. There was no reported impact to patient management.